Manufacturer narrative:
The UDI for the dryseal sheath is not available since the device lot number is unavailable. A review of the manufacturing records for the device was not possible since the device lot number was unavailable. The gore® dryseal flex introducer sheath instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., rupture). If the vessel size is smaller than the introducer sheath outer diameter (9.1mm for a 24fr sheath), then vessel damage may result. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. The endoprosthesis was successfully deployed, and upon withdrawal of the dsf2433 sheath (lot/serial number is not available, hospital stock), the right external iliac artery was ruptured. It was reported that vessel diameter around the ruptured area was 7mm. The physician elected to perform an open abdominal surgery and replace the ruptured portion of the vessel with a vascular patch. The patient tolerated the procedure.